Event description:
It was reported that a burr detachment and dissection occurred. A 1.50mm rotapro was selected to treat a heavily calcified, 80% stenosed lesion within the mid right coronary and a 90% lesion in the distal right coronary artery. Rotational set speed was 155 rpms, during the procedure the device stalled and the 1.50mm rotapro became stuck within the lesion. Significant resistance was noted between the 1.50mm rotapro and rotawire. During removal attempts the burr detached. The burr was able to be recovered from the artery. A vessel dissection occurred during the manipulation of the devices during the removal. The dissection was treated with stenting. The procedure was completed, and the patient was discharged.

Event description:
It was reported that a burr detachment and dissection occurred. A 1.50mm rotapro was selected to treat a heavily calcified, 80% stenosed lesion within the mid right coronary and a 90% lesion in the distal right coronary artery. Rotational set speed was 155 rpms, during the procedure the device stalled and the 1.50mm rotapro became stuck within the lesion. Significant resistance was noted between the 1.50mm rotapro and rotawire. During removal attempts the burr detached. The burr was able to be recovered from the artery. A vessel dissection occurred during the manipulation of the devices during the removal. The dissection was treated with stenting. The procedure was completed, and the patient was discharged.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the sheath, coil, and burr of a rotapro atherectomy device. The advancer and burr housing were not returned for analysis and 127cm of the sheath and coil were returned with the rotawire. The rotapro burr was received on the returned rotawire and the burr was received detached from the coil. The sheath, coil, burr, and annulus were visually and microscopically examined. Visual and microscope inspection of the device revealed that the coil had been stretched and broken, resulting in detachment of the burr. The burr annulus was also found to be damaged. Inspection of the remainder of the device, revealed no other damage or irregularities.